Manufacturer narrative:
The end-user originally reported that while she was sitting in her rollator inside a casino, the right rear wheel broke off of the device. She experienced a fall onto the tile floor of the casino and stated that she landed on her head and back. She was able to bring herself to a seated position after this fall and was assisted back up by her son and a nearby bartender. She denied going to a hospital or seeing a doctor immediately after this incident. Approximately one (1) month after the incident, the end-user notified the manufacturer that she saw her doctor and had an mr lumbar spine without intravenous contrast performed. The mr showed that the end-user experienced disc herniation at t10-t11 and l3-l4, degeneration at l4-l5, and disc bulge at l5-s1. The end-user is currently being followed by an orthopedic specialist. No treatments have been reported to the manufacturer. The rollator was returned to the manufacturer for evaluation. The reported wheel break was confirmed however a root cause could not be determined. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the rollator's right rear wheel broke off and the end-user experienced a fall on to her head and back.